Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and nausea.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hyperglycemic event. The patient had a regularly scheduled appointment with his diabetes doctor on (B)(6) 2016. Patient's wife stated that when the patient went to his diabetes doctor at 11:30 am, she sent him to the hospital for an unscheduled visit because he was not able to urinate. Patient stated that since he was going to the hospital he removed his sensor and transmitter because he did not want to lose his transmitter. Patient went to the hospital and left around 7:00 pm. The attending physician administered 3-4 units of bolus insulin through an IV and when patient was released from the hospital he was able to urinate. Patient had no ketones according to his urine test and his blood glucose (bg) was 271mg/dl. The doctor prescribed the patient zofran (4mg every 6 hours) for nausea and prescribed a new bg meter and test strips. When the patient got home is bg was 129mg/dl. There was no alleged device malfunction. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.